Event description:
It was reported that upon completion of the fibroid dissection during a da vinci s assisted myomectomy surgical procedure, the permanent cautery hook instrument could not be removed from the system arm when the surgical staff attempted to exchange the instrument. Using the system camera, the surgeon checked the instrument tip and noticed that it was broken. The instrument and trocar were removed simultaneously and a replacement instrument and trocar of the same type were used to complete the planned surgical procedure. It is unknown if any broken instrument pieces fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument hook and ceramic sleeve are intact, however, the instrument is broken at the proximal clevis to main tube interface. The proximal clevis is dislodged from the main tube as a result of the breakage. The proximal clevis is intact, however, the main tube interface wall has collapsed and is missing pieces. It appears that the sections of the wall were cut off after the initial breakage. No other damage was found. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the proximal clevis of the instrument.